Event description:
Reportable based on returned device analysis completed 27 june 2022. It was reported that difficulty to deploy, difficulty to recapture, and difficulty removing the device occurred. Procedure summary: a sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter was successfully deployed. The physician encountered difficulty deploying the distal filter of the sentinel cps; however the distal filter was able to be successfully deployed. The tavr procedure was completed. The physician encountered difficulty recapturing both the proximal filter and distal filter of the sentinel cps filters prior to removal from the patient. Resistance was encountered when removing the sentinel cps from the patient. Patient status: no patient complications were reported. Returned device analysis revealed the tip of the sentinel cps was detached.

Manufacturer narrative:
Device technical analysis: the returned device consisted of a sentinel cerebral protection system cps with an unknown manufacturers guidewire stuck. Visual inspection of the sentinel cps revealed the distal filter was unsheathed and the distal filter slider was bent or kinked. The sentinel cps tip was detached and not returned for analysis. The articulating sheath of the sentinel cps was separated from the coupler of the sentinel cps. The pull wire of the sentinel cps was bent or kinked and exposed and the tri layer was stretched. Functional testing revealed the guidewire was significantly stuck and unable to be removed from the sentinel cps. The distal filter slider was bent or kinked and unable to be activated. The distal portion of the sentinel cps exhibited significant damage which prohibited further functional testing.